Event description:
It is reported that patient underwent a revision due to trunnionosis.

Manufacturer narrative:
Evaluation summary: the implanted devices had an in-vivo time of approximately 4 years and 11 months. X-rays were not provided; it is unknown if the components were implanted with acceptable fit and orientation. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. With the information provided, a specific root cause cannot be determined. No images of the taper surface of the head was provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Review of complaint history indicated no previous complaints for the lot codes associated with the femoral head and stem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.